Event description:
It was reported that the device is suspect of a possible connection issue between the lead and the device. The sensing vector was changed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data revealed that there was oversensing of the right ventricular (rv) lead and that the lead integrity alert (lia) had been triggered. There was non-physiologic/ sic (short interval counts) oversensing also. It was noted that there were two patient alerts for lead failure predictor on (B)(4) 2012 at 07:42:35 and 21:20:15. There were three lfp high rate-ns (non-sustained) less than or equal to 207 ms average v-cycle between (B)(4) 2012 19:52:21 and (B)(4) 2012 08:12:49. The ventricular short interval count (v-sic) equaled 166 counts, in 2.97 days, between (B)(4) 2012 14:38:39 and (B)(4) 2012 13:52:05.